Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device would not run, the electrical control unit was damaged, the device had low power, was difficult to assemble/disassemble, and the trigger was not moving smoothly. It was noted that the control and coupling were defective, the motor was weak, and the trigger hooks. It was further determined that the device failed pretest for check the attachment coupling, trigger test, check the battery coupling, check the off/forward/reverse mode,check 10 times from forward to reverse at full speed,check the triggers and ecu(electronic control unit),check power with test stand (minimum 190-250 watt). It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.